Manufacturer narrative:
(B)(6). (B)(4). Visual analysis of the device revealed that the distal tip was broken with evidence of corewire break. In addition, the distal tip was peeled. The issue of the distal tip peeling observed could have been caused due to environment conditions. Product storage conditions of temperature and relative humidity are the main contributors for the jagwire tip material degradation over time. Therefore, it was determined that the most probable cause of this issue is cause traced to environment due to problems caused by exposure to environmental conditions outside the expected range. During laboratory test, it was confirmed the distal tip was broken, therefore, this failure mode could have been generated due to handling/manipulation of the device during procedure, and else the amount of force applied or procedural factors involved could have induced to the failure observed. Based on the information available and the analysis performed, the most probable cause of this complaint is adverse event related to procedure since the adverse event occurred during the procedure and the device had no influence on the event. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. A labeling review was performed, and from the information provided, there is no evidence that the device was used in a manner inconsistent with the labelled indications/dfu.

Event description:
It was reported to boston scientific corporation that a jagwire was used in the bile duct during an ercp (endoscopic retrograde cholangiopancreatography) procedure on (B)(6) 2020. According to the complainant, during the procedure, the hydrophilic tip detached. The procedure was completed with a new jagwire guidewire. There were no patient complications reported due to this event. The patient's condition at the conclusion of the procedure was reported to be stable. This event has been deemed a reportable event based on the investigation results: corewire was broken.